Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the user attempted to open the jaws of the device in the patient's cavity, the jaw did not open even when releasing the ratchet. The user used a new device, but the jaw did not open as same. The same lot products were replaced in the hospital. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Correction: if information is provided in the future, a supplemental report will be issued.